Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2003. With 5 seconds left in the 10 minute ablation, the pt woke up prematurely and bucked. This caused the procedure sheath to move significantly, creating a hot fluid loss from the uterus into the vagina. The hta system detected the fluid loss and was immediately switched to the cool down phase. The physician was instructed to keep the procedure sheath in place and use a 4x4 gauze to absorb fluid, but the physician did not use the gauze right away. The fluid leak resulted in burns on the vagina, perineum and buttocks. The patient was treated for two months with silvadene cream, and was healing well. Further follow up on january 5, 2004 revealed that the burns on the vagina and perineum were second degree and the burn on the buttocks was superficial.